Manufacturer narrative:
E1: (B)(6). The device is pending further evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green door of an em 2400, main module could not be closed and the door could not be replaced because the backup pump screw was stripped. This issue was observed during programming/setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, and h6. H11: the device was received for evaluation. Visual inspection was performed, and it was noted that there was a small amount of unknown dry residue on the top plate and main module cover. It was also noted that the keyhole on the rotor assembly was damaged. Electrical safety testing was performed, with no issues noted. A functional system level test was performed, and it failed as the occlusion detector test failed. During the inspection, several issues were identified on the main module cover, including scratches, chips, and dried ingredients, as well as corrosion and damage to the keyhole on the rotor assembly. Additionally, one magnet on the pump cover was found to be reversed. The customer reported a failed occlusion test, which was confirmed upon investigation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the reported condition was due to the magnet being dislodged and re-installed incorrectly by the customer. The reversed magnet on the pump cover caused reverse polarity and produced the occlusion failures. The pump cover and magnets will be replaced during the refurbishment process to resolve the issue along with the top plate main module cover pump rotor. Should additional relevant information become available, a supplemental report will be submitted.